Manufacturer narrative:
The subject device and high frequency disposable instrument (kd-620lr, fd-410lr) used in combination with were returned to omsc for evaluation. As for the subject device, the leak test and the electrical safety test were carried out, but the subject device passed these tests. The high frequency disposable instrument's tip were corroded and deteriorated. However, there were no tear in a covering tubes and the sheaths for insulation were normal. As mentioned above, any abnormalities which may contribute to the electric shock were not detected for the subject device and the devices (kd-620lr, fd-410lr) used in combination with the subject device. Though the exact cause of this event could not be conclusively determined, some user handling factors, such as grounding, installation, and erroneous handling could not be ruled out as contributory factors. Please cross reference 8010047-2014-00639.

Event description:
Olympus medical systems corporation (omsc) performed a MDR retrospective review and omsc found that this initial report is required since it was not one doctor who was involved in the event but two. Olympus medical systems corp. (Omsc) was informed that two doctor felt the electric shock when a hf generator was turned on to remove a polyp of the colon during esd. The one doctor felt the electric shock on the left hand contacting the patient's endoscopy dress. Another doctor felt the electric shock on the left hand which held the control unit of the scope. There is no report of injury about two doctors. The patient also felt the slight electric shock, but there was no report of injury other than the slight electric shock.